Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product used during the procedure was not returned which could have aided in the determination of the cause, however, inaccurate delivery may be a result of, but not limited to, patient vessel geometry or the vessel diameter which could have been larger than the stent or when the stent does not appose the vessel wall when the stent is fully deployed, and when there is inadvertent movement of the handle during deployment or the positioning of the stent prior to deployment was not optimal. Furthermore, as per the acculink instructions for use stent deployment caution noted that prior to stent deployment, remove all slack from the delivery system. A review of manufacturing records for the reported lot did not reveal any non-conforming material records, indicating all lot release testing met specification. The heavily calcified lesion could have contributed to the event. A conclusive cause could not be determined; however, there is no indication of a product quality deficiency.

Event description:
It was reported that during a left internal carotid artery stenting procedure, in a heavily calcified lesion, the 7-10x40mm rx acculink was deployed distally missing the most proximal end of the lesion. A second rx acculink was deployed fully covering the lesion. There was no adverse patient sequela, no clinically significant delay in procedure and on (B)(6) 2011, the patient was discharged to home.